Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was calibrated. The system was tested and operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the 2800 system collimator was too large to take x-rays. No pt injury was reported.